Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for deployed valve exhibits central regurgitation was empirically confirmed based on the information available to date. Available information suggests procedural factors (malposition) likely contributed to the event based on the reported information. As reported, 'once the 1st sapien was implanted the central ar remained because it was implanted too low with the top of the sapien at the 4th node on the non-edwards valve. This caused the leaflets of the non-edwards valve to hang over the top of the sapien and create the central ar.' Valve malpositioning during deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. There are multiple patient and/or procedural factors that contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, narrow or calcified stj, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient presented severe ai of a 34mm non-edwards valve that was implanted in 2019. There was severe central ai and moderate pvl to start. The patient was placed on a tandem heart to assist with blood pressure support. A 23mm sapien 3 ultra valve was prepped and implanted with an additional 3cc and deployed at node 4. The moderate to severe central ai and pvl remained. The non-edwards valve leaflets looked to be overhanging the sapien valve causing central ai. The patient was intubated, and tee was done to confirm degree of ai. A 2nd valve was prepped and implanted at node 5. There was trace ai left and a mg 8mmhg. The tandem heart was switched to ECMO support and the patient remained intubated and set to the unit for recovery. They needed a 2nd valve to seal cai/pvl from non-edwards valve leaflet overhang. Upon follow up, the fcs clarified that the case started with central ar on the non-edwards valve. Once the 1st sapien was implanted the central ar remained because it was implanted too low with the top of the sapien at the 4th node on the non-edwards valve. This caused the leaflets of the non-edwards valve to hang over the top of the sapien and create the central ar. Once the 2nd sapien was implanted higher, the non-edwards valve leaflets no longer hung over the top of the sapien frame, and the central ar was relieved.